Event description:
It was reported by the patient that she underwent a partial laparoscopic assisted sub-total hysterectomy on (B)(6) 2011 and topical skin adhesive was used. Approximately seven days post operative, the patient developed itching and redness at the surgical site. She then developed a red rash at the site. The patient was prescribed benadryl 25-50mg every 4-6 hours, topical hydrocortisone cream, and instructed to remove the topical adhesive. The reaction subsided in five to six weeks. The patient states the site was tender for five months but she now feels fully recovered.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.